Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device result/lab inr reported was 1.4 / 2.1. No other information was provided. The device was replaced and requested to be returned for evaluation.